Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the angio-seal locator was inserted into the insertion sheath, resistance was felt, and a kink was observed in the tip of the sheath. The device was replaced by another angio-seal device to continue the procedure. Subsequently, hemostasis was successfully achieved. The procedure before deploying the device was a percutaneous coronary intervention (pci). A pre-deployment angiogram was not performed. The size of the sheath ancillary used was 6 fr. The puncture site and the vessel diameter were unknown. There was no health damage for the patient. There were no other equipment or devices being used with the reported product.